Event description:
It was reported that when removing from packaging, the intraocular lens (iol) kinked/crimped. Reportedly, there was no patient contact.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. Implant date and explant date: not applicable; there was no patient contact reported. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturer for evaluation. Visual inspection of the returned lens sample showed that there was no defect observed. However, the surface of the lens showed that there were fibers and particles observed, which indicate that the unit was handled and prepared for surgical use. The manufacturing record review was performed. The devices were manufactured within specification requirements. The units were released according specification in compliance with the product intended use as required. No material or process changes were present. The lens was manufactured according to established specifications and procedures. No deficiencies or deviations associated to this complaint type were encountered for this production order. Product was manufactured and released within specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of this report of (B)(4) 2015 was omitted on MDR follow-up no 1. Therefore submitting follow-up no. 2 as a correction. All pertinent information available to abbott medical optics has been submitted.